Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the expected device power consumption is about 35 uw, however this device is consuming 72 uw and the power consumption is expected to continue to increase. The battery longevity was observed through remote monitoring, the remaining battery level was decreasing by half a year every one to two months. Later, a face-to-face check, showed that the battery level was 1.5 years. This device remains in service but it was recommended to be explanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the expected device power consumption is about 35 uw, however this device is consuming 72 uw and the power consumption is expected to continue to increase. The battery longevity was observed through remote monitoring, the remaining battery level was decreasing by half a year every one to two months. Later, a face-to-face check, showed that the battery level was 1.5 years. This device has been been explanted and has been returned for analysis. No additional adverse patient effects were reported.